Manufacturer narrative:
Occupation is patient/consumer. The case has been sent to the manufacturer for investigation. The investigation is ongoing.

Event description:
The consumer reported a negative result with the covid-19 at-home test performed on (B)(6) 2022. On (B)(6) 2022 the consumer had a pcr test performed at the cleveland clinic and the result was positive. The type of test used was unknown to the consumer. The consumer feels that the roche test is correct and the pcr test with the positive result is incorrect. On (B)(6) 2022 (the consumer is unsure of the exact date), the consumer had a pcr test performed at cvs pharmacy and the result was negative. The type of test used was unknown to the consumer. The consumer had no symptoms of covid-19 and only took the tests out of precaution. No other information can be provided. No additional information about treatment and outcome was provided.

Manufacturer narrative:
The case was sent to the manufacturer for investigation. In general, the rapid ag test result should not be the sole basis for the diagnosis; depending on the situation confirmatory testing is required (pcr). In general, potential causes of sample deviation and poor reproducibility can be due to mucous membranes present in the nose, mucin and iga act as a bridge between capture and detector, which may cause non-specificity.